Event description:
A report was received that during a lead revision, the physician replaced the patient's paddle lead as it was frayed. It was also reported that one of the contacts fell off during the explant, but the contact was recovered. The patient was reportedly complaining of chest pains after the procedure. An EKG was done and the physician reported that the results were normal.

Manufacturer narrative:
The explanted paddle lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.